Event description:
It was reported that prior to use, the pneumatic motor on cs300 intra-aortic balloon pump (iabp) was very noisy. It was noted that the iabp unit was functioning as intended but the customer reported a new and louder noise. The customer investigated and observed three pieces of very fine metal sheets and lots of metal powder inside the compressor. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
The customer's biomedical engineer evaluated the iabp unit and noted that it was very noisy. The biomed found lots of grounded "metal shim" powder and pieces inside the iabp unit. The biomed ordered the necessary parts and replaced the pump assembly, shock mount, pressure hoses, and vacuum hoses. The biomed noted that the bottom foam insulation was on backorder and was not critical for completing the repairs. The biomed verified that the iabp unit was fully serviced and returned to clinical use. Not returned to manufacturer.